Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it passed the functional testing including the displacement test. However, the insulin pump had an error alarm during the self test, the idle current was high, and was unable to download due to a faulty component on the radio frequency board.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, potassium issues, and high blood glucose of over 400mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past week. Troubleshooting was performed. The mother stated that the alarm history shows multiple error alarms. Advised the caller that a replacement of the insulin pump will be sent. No further information was provided.